Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the patient went into ventricular fibrillation and three shocks failed to convert him to sinus rhythm due to questionable right ventricular lead performance. The report lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.